Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model and lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
A patient in (B)(6) had a percutaneous endoscopic gastrojejunostomy (peg/j) tube placed on (B)(6) 2016. On (B)(6) 2016, the patient was started on antibiotics treatment with zyvoxid (600mg 1x1, peros) to treat staphylococcus. On (B)(6) 2016, patient had several emeses during the day and hematemesis with dark to black color in the evening. The patient was transferred to general hospital where the patient was hospitalized the same day. A CT performed did not show anything pathological. A levin tube was placed for gastric lavage. Patient had blood tests which indicated lower hematocrit (27) and increased crp (28) with a normal value of <5mg/dl. Antibiotic zyvoxid and duopa therapy was stopped until the condition can be stabilized and cause of hematemesis determined. A gastroscopy was planned for (B)(6) 2016, on 24 may 2016, additional information was received and neither lab tests nor gastroscopy performed showed any abnormal finding and the cause of hematemesis was unknown, the duopa therapy was changed to madopar per oral, doctors speculate that hematemesis may have been due to a mild esophagitis from the constant vomiting. On (B)(6) 2016, the patient underwent laboratory blood and urine tests and the results showed improvement in hematocrit (ht = 29) and a new urinary tract infection with klebsiella, which doctors consider to be a hospital infection due to the prolonged hospitalization. Also staphylococcus aureus was not detected in the blood. Furthermore, a relative reports weight reduction lately because of constant vomiting, as well as hyponatremia and hypokalemia. A levin tube was placed mainly for feeding; patient receives enriched serum with sodium (na) and potassium (k), oxygen and intravenous antibiotics for the treatment of urinary tract infection. There is no clarification available if there was antibiotic treatment provided to treat stoma infection.